Manufacturer narrative:
Manufacturer's investigation conclusions: a direct relationship between the device and the reported event could not be determined. The hm3 IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The patient remains ongoing on vad support. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced epistaxis and was hospitalized. A suspected reason was the patient's anticoagulation therapy with phenprocoumon. The event was considered resolved/ recovered on (B)(6) 2018. Treatment for tamponade was also reported.